Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did a blood glucose test at home and got a result of 112 mg/dl. Within the hour, she tested at the lab and got a result of 180 mg/dl. She did not have any symptoms. On follow-up, reporter stated that she is familiar with coding, using control solution and cleaning. She plans on having another meter to lab test.